Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 4.2 required maintenance. A field service engineer found half height drawer 4.2 row d was off bus. The engineer reseated row board connectors for drawer 4, released cubies in drawer, reseated row tray connectors, cleaned medication pack foil from several rows and tested in hardware test application to resolve the issue. Pharmacist completed inventory of medication in row d. The system functioned as intended after the field service engineer repaired the device.